Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
It was reported a implantable cardioverter defibrillator (ICD) presented with a cloudy streak through the header. The device was not used and there was no patient involvement.